Manufacturer narrative:
According to info provided by the hospital, the device will not be returned to the MFR for eval as the pt's family did not want an autopsy. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt expired due to complications from suspected thrombus in the pump. The vad coordinator also reported that the pt had an active ongoing infection and was using a home inr monitor that was not calibrated properly. The pt's symptoms included lactate dehydrogenase (ldh) levels greater than 4,000, unable to collapse the left ventricle (lv) on echocardiogram (echo) and the aortic valve was opening on every beat. The pt's other clinical observations reported were increased bilirubin, jaundice and heart failure symptoms. The pt was discharged home on hospice care and passed away.